Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead was explanted and replaced for high pacing thresholds with no capture and high pacing impedance. Each value had increased over the previous two to three months. No patient complications have been reported as a result of this event.